Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. The pt reported "they took the one out because I was having issues". When the agent asked for clarification if the pt's previous implant was removed because the pt was having an issue the pt stated "it wasn't the implant itself I think it just wasn't connected". The pt stated their managing healthcare provider (hcp) took their previous implanted system out and put "a longer one in" and the pt stated they love it. The pt stated issues with first implant started "it was like shortly after I had the surgery done". The pt stated they were doing things they were not supposed to be doing. The pt stated they think when they lifted they "pulled". The pt stated they are in pain from their neck to their knees so the pt stated for them to have back pain is normal for them but the pt stated they were in physical therapy and they were working on strengthening their right hip and the therapist was rubbing on pt's back down where the stimulator and the wires are located in the spine and the pt stated they "went right off" and they were screaming. The pt stated it had been tender there for a while. The pt stated they think it's something that the pt did and reported they think "one of the leads came out and was touching another nerve and irritating that area". The pt stated they think they had it done in (B)(6) 2021 and then in 2022 the pt had it taken out. The pt stated they were afraid to call their hcp because they thought they would get yelled at. The pt stated they figured it out that it was the implant because they "turned it off and the pain came right back" (agent unclear what pt was referring to by this). The pt stated "they did everything right". The pt stated they have not had one issue with their current implant. Pt's reason for call was to contact a rep as pt stated "if my leg starts to feel funny I want to be able to contact the representative" (no allegation that this was or is currently going on). The agent did not ask about the circumstances that led to the reported issue. Documented historical reported event. No further action was taken by patient services. Focused on pt's reason for call (for assistance with getting a new hcp and how to contact rep).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2c2fg); product type: 0200-lead; implant date: (B)(6) 2021; explant date: (B)(6) 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.